Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was over 400 mg/dl at the time of incident. The customer was assisted with troubleshooting and self-test was passed and sound worked. The customer treated high blood glucose with insulin pump. The was declined to troubleshoot for high blood glucose level and beep anomaly. The customer was stated that the insulin pump was not alarming no delivery and low reservoir. The insulin pump will not be returned for analysis.